Manufacturer narrative:
Concomitant products: product ID d314drgi cd, implanted: (B)(6) 2013.

Event description:
It was reported the patient developed an infection and the leads "failed." The device and leads were removed. A request for additional information was made but not received. No further patient complications have been reported as a result of this event.